Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was at end of life (eol) two months ago. However, this device was checked 4 months before it reached eol and it showed a year remaining of longevity. There were no programming changes done. Boston scientific technical services (ts) discussed that the device likely went to retry which caused going to ert earlier than expected. Attempt to obtain pertinent additional information was unsuccessful. This pacemaker remains in service. No adverse patient effects were reported.